Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found startup failure due to g1 board failure. Additionally, it was noted that the screen frame was cracked. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the lcd monitor did not turn on. The issue was found during inspection for use. The unspecified procedure was completed without delay using a similar device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a power supply printed circuit board (g1 board). Olympus will continue to monitor field performance for this device.